Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the sipap lcd monitor. The reported issue was not duplicated in the failure analysis laboratory therefore no root cause could be determined . Carefusion will track and trend this reported issue and internally investigate the situation.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported the lcd was blank on the infant flow sipap. The customer stated there was a patient on the unit at the time but there was no patient harm or injury.